Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to occlusion of native vessel.

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses featuring c3® delivery system. Prior the endoprostheses implanted, the inferior mesenteric artery and two lumbar arteries were embolized. A trunk-ipsilateral leg component (rlt281412j/(B)(4)) was advanced from the right side and deployed. An angiography was run before cannulation to the contralateral gate, revealing limited blood flow to the left internal iliac artery. It was reported that heavy thrombus had been present inside the aneurysm, so that thrombosis of the left internal iliac artery was suspected. Also, it was reported by the physician that embolization procedure could have caused or contributed to the thrombosis, but an exact cause was unknown. Other endoprostheses were implanted to complete the procedure. Final angiography was run, revealing that blood flow to the left internal iliac artery remained restricted. The procedure was concluded with a wait-and-watch approach taken to thrombosis of the left internal iliac artery.